Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Dry mouth [dry mouth]. [Accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for denture wearer. On an unknown date, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and dry mouth. On an unknown date, the outcome of the accidental device ingestion and dry mouth were unknown. It was unknown if the reporter considered the dry mouth to be related to polident denture adhesive cream. Additional details: a female consumer of unknown age reported that she licked her lips and often swallowed polident denture adhesive cream after using the product and experienced dry mouth.